Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® one use holder, the holder and needle set disconnect with one (1) patient. No adverse impact was reported regarding the patient or user.